Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2025 due to electrode migration.

Manufacturer narrative:
Correction: the event described in the initial report [6000034-2025-01571] was incorrectly reported. The patient actually underwent an explant procedure, not a revision surgery. The device was explanted under general anaesthesia on (B)(6) 2025, due to migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.